Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 407mg/dl, with confusion, difficulty waking up, and ambulatory difficulties, associated with an alleged time loss/gain issue. Reportedly, the patient remained on the pump, and was treated in their physician¿s office with unspecified treatment by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump time changed from am to pm on its own, and was off by greater than five minutes per month as compared to an atomic clock. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: the complaint regarding pump time switching from am to pm was reported to have occurred on (B)(6) 2018. The pump was returned with a program 1 basal set to deliver 35 units per 24 hours. The pump total daily dose for (B)(6) 2018 recorded 52.24 units. The black box and basal change history for the date of the alleged issue was no available for review due to the user continuing to use the pump to delivery insulin until (B)(6)-2018. Time testing of the device concluded the pump had a time/date reset defect due to an internal component failure; the time and date resets to (B)(6)-2007 12:00 am after a power reset. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be manually set by the user to confirm the verify screen. The pump was exercised and passed accuracy testing and was run for a minimum of 12 hours without a change in am/pm setting or time. The time and date only reset after a battery change or interruption of power. Investigation did not duplicate the alleged complaint.